Manufacturer narrative:
Inspected one opened/used enlite sensor; performed continuity resistance test and sensor passed per specifications. In addition, performed bicarbonate buffer test and sensor passed with accurate readings.

Event description:
Customer reported via phone call that they have a sensor and blood glucose readings are off. Customer states that the blood glucose reading is 182 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.